Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2016, the patient experienced continuous glucose monitoring (cgm) inaccuracies and an adverse event. Patient's mother reported that patient experienced multiple seizures due to dexcom system inaccuracy. The inaccuracy was between the cgm and finger stick values. No glucose values were provided. Patient's mother requested an upgrade to the g5 system. No additional event or patient information is available. No product or data was provided for investigation. The reported issue could not be confirmed. The root cause could not be determined.